Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the date was changed from (B)(6) 2019 to (B)(6) 2020. No logs were observed on (B)(6) 2020. No low bg was observed in the logs provided within the date range of (B)(6) 2019 to (B)(6) 2019. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.